Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxi 800 access immunoassay system was leaking fluid onto the floor. Customer reported that the volume of the leak was about 6 fluid ounces. Customer reported that the tray in the fluidics drawer was wet. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) traced the leak to the liquid waste transfer pump. The fse replaced the liquid waste transfer peri-pump tubing.

Manufacturer narrative:
(B)(4).